Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Device interrogation revealed high, out of range pacing impedance and noise. The noise was reproducible with pocket manipulation. The pocket was opened and the lead was disconnected and reconnected to the device. The issue was resolved and the patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.